Manufacturer narrative:
Medical device catalog #: 367986.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Four tubes were received but not evaluated as this complaint falls within the scope of CAPA (B)(4) . Conclusion: an absolute root cause for this incident cannot be determined. Refer to CAPA 126212 for complete documentation and action plans.

Event description:
It was reported that the caps of bd luer-lok¿ tip syringe did not fully attach, resulting in a pop off during transport. No injury or medical intervention reported.